Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due to corroded electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and compromised force system sensor and excessive no delivery test or verify restart or battery out limit alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and unexpected restart. Customer's blood glucose was 265mg/dl at the time of incident. The customer was assisted with troubleshooting and found that the pump has alarmed multiple battery out limit alarms after new batteries have been installed. Troubleshooting also found that the pump was worn in a swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.